Event description:
It was reported that immediately after opening, a foreign object was found in the foley tray.

Manufacturer narrative:
The complete initial reporter's facility name is (B)(6) hospital. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.